Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4). Description: linear st lead, 50cm.

Event description:
A report was received that the patient had difficulty charging the ipg and the contacts had high impedances. It was also reported that the patient was hurting badly on the right leg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient had inadequate pain coverage due to high impedance. No device malfunction was suspected.

Event description:
A report was received that the patient had difficulty charging the ipg and the contacts had high impedances. It was also reported that the patient was hurting badly on the right leg. The patient will undergo a revision procedure.

Manufacturer narrative:
Correction to the initial MDR should have been (B)(6) 2018.

Event description:
A report was received that the patient had difficulty charging the ipg and the contacts had high impedances. It was also reported that the patient was hurting badly on the right leg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well. The explanted devices were not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had difficulty charging the ipg and the contacts had high impedances. It was also reported that the patient was hurting badly on the right leg. The patient will undergo a revision procedure.